Event description:
Reportable based on the device analysis completed on 18apr2024. It was reported that the balloon could not be inflated. The 95% stenosed target lesion was located in the proximal left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be inflated and was kinked. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the hypotube was broken.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. A visual and tactile examination confirm that a break existed in the hypotube along with multiple kinks along both sections of the hypotube break on the hypotube shaft. The break was located at 52cm distal to the distal end of the strain relief. No kinks or damages noticed on the shaft polymer extrusion. A microscopic examination of the break site identified no issues with the actual hypotube which could potentially have contributed to the break and kinks. No issues identified during a microscopic examination of the polymer extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon was folded, and the tip section found no damage. Due to the break in the hypotube it was not possible to inflate the balloon, using an encore inflation device and connecting to the hub. Instead, an inflation aid was attached to the distal break section in the hypotube and using this aid it was possible to inflate the balloon to its rated burst pressure (rbp) per instruction for use (IFU) with no leaks noted. The balloon was inflated on three more occasions and on each occasion the balloon inflated to its rbp and maintained pressure with no leaks noted.